Event description:
This consumer report was received from a us consumer and concerns a patient. The patient was injected with radiesse. In 2023, after the radiesse injection, the patient experienced over 20 nodules on the back of each hand. As reported, after 1 year there were not gone away. Due to the provided information, the outcome of the event was considered as not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event nodules (pt: injection site nodule), was deemed to meet the serious criteria of disability or permanent damage, as permanent damage could not be excluded with certainty. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.